Event description:
It was reported the device exhibited a bubbled down stream occlusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3: date of event is unknown. H6 evaluation codes: updated. H3: updated. One infusion pump was received for evaluation. Visual inspection found the tamper seal to be peeling. The device was observed to have a bubbled downstream occlusion (dso) seal, corroded battery compartment springs, and the upstream occlusion (uso) seal is worn. The cause of the reported problem is confirmed to be the damaged dso seal. To address the issue the dso seal was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. The service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.